Event description:
International affiliate reports that the threads of the mis single inner set screw became torn when the device was loosened from a previously implanted pedicle screw. Both screws were removed and replaced intra-operatively. Also, a concorde bullet cage was cracked during advancement into the disc space using a bayonet inserter. The cage was removed without issue. The affiliate reports there were no adverse consequences to the patient and no significant delay. See mfg medwatch report no. 1526439-2013-29027 for the concorde bullet cage that was involved in this event.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required fields. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual examination of the returned set screw found threads were sheared off from the device. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The root cause of the thread stripping cannot positively be determined as there is insufficient information to draw any conclusions. No corrective action/preventive action is required as there has been no issues identified in the manufacturing or release of the device and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.